Manufacturer narrative:
The device is not expected to return as it was surgically abandoned. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was left surgically abandoned due to high out of range shock lead impedances. Subclavian crush was suspected as the root cause but could not be confirmed. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported.